Event description:
Nellcor puritan bennett received a call from rep of facility on 05/17/1999. Facility called to report the following problem: microprocessor error, no further info available. No pt harm.